Manufacturer narrative:
Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that a spin came over to the navigation system and an error message stated it was a non-navigated exam. This was due to the patient reference frame being draped and losing visibility prior to spinning. The radiologic technologist (rt) misunderstood and thought that the message was indicating that by pressing "confirm" the spin would become navigated. The rt pressed "confirm" and the spin transferred as non-navigated. They re-spun as a navigated spin and the case continued without issue. There was a procedure delay of less than one hour and no impact to the patient.